Event description:
During a routine hemodialysis treatment the operator states the pt's venous needle came out. Estimated 300cc blood loss. Pt was transported to hosp; hb was 6.1 or 6.2; pt was transfused 2 units of prbcs. No other medical intervention reported.

Manufacturer narrative:
There is no evidence of a device malfunction, pt continues to use device and no subsequent similar events reported. The user guide warns that the system may not detect leaks or disconnects from the venous access device and includes instructions to follow center protocols for securing the access device. Nxstage medical considers this report closed.